Event description:
It was reported that the mobile programmer base had a damaged connection which caused damage to the surgical patient cables when inserted. It was further reported that two surgical patient cables were damaged by the mobile programmer connection. There was no patient involvement.

Manufacturer narrative:
Concomitant medical products: product ID: 2292, product ID: 24970a, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.